Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of right side of uterus / migration into uterus"), the first episode of embedded device ("right essure appeared to be embedded into the uterus"), device expulsion ("right essure appeared to be embedded into the uterus"), the second episode of embedded device ("right essure embedded into her right fallopian tube") and gastrointestinal haemorrhage ("gastrointestinal bleeding / gastro hemorrhage") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's past medical history included pelvic pain female in 2005, ovarian cystectomy, gravida ii and parity 2 (date of births: (B)(6) 2003, (B)(6) 2009). Concomitant products included levothyroxine sodium (synthroid) since 2007 for thyroidectomy. In 2009, the patient had essure inserted. On (B)(6) 2011, 1 day after insertion of essure, the patient experienced procedural pain ("extreme pain during insertion of right coil"). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain and proteinuria ("proteinuria"). In 2013, the patient experienced rash erythematous ("itchy rash/ red/itchy breast rash"). On an unknown date, the patient experienced the first episode of embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), the second episode of embedded device (seriousness criteria medically significant and intervention required), gastrointestinal haemorrhage (seriousness criterion medically significant), abdominal discomfort ("feelings of appendicitis"), fatigue ("extreme fatigue"), vomiting ("vomiting"), abdominal distension ("bloating"), weight increased ("weight gain"), menorrhagia ("heavy and uncontrollable menstrual bleeding"), allergy to metals ("allergic to nickel or any other component of essure / hypersensitivity reaction to nickel or any other component of essure") with rash, mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), lethargy ("extreme lethargy") and inflammation ("inflammation"). The patient was treated with vicodin, ketorolac tromethamine (toradol), surgery (laparoscopic tubal ligation via salpingectomy and partial-hysterectomy), surgery. Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, the last episode of embedded device, abdominal discomfort, fatigue, vomiting, abdominal distension, weight increased, menorrhagia, allergy to metals, mental disorder, procedural pain, rash erythematous and inflammation outcome was unknown, the gastrointestinal haemorrhage and lethargy was resolving and the proteinuria had not resolved. The reporter considered abdominal discomfort, abdominal distension, allergy to metals, device expulsion, fatigue, gastrointestinal haemorrhage, inflammation, lethargy, menorrhagia, mental disorder, procedural pain, proteinuria, rash erythematous, uterine perforation, vomiting, weight increased, the first episode of embedded device and the second episode of embedded device to be related to essure. The reporter commented: her symptoms of gi bleeding, severe and persistent pain in the lower right abdominal area and upper right quadrant, and extreme lethargy improved after her surgeries, however she have ongoing proteinuria. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Ultrasound scan vagina - on 11-jan-2013: right essure protuding in endometrial canal upper and lower endoscopy, gallbladder us, small bowel series, capsule swallow study, colonoscopy. Current weight: 195. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of right side of uterus / migration into uterus"), the first episode of embedded device ("right essure appeared to be embedded into the uterus"), device expulsion ("right essure appeared to be embedded into the uterus"), the second episode of embedded device ("right essure embedded into her right fallopian tube") and gastrointestinal haemorrhage ("gastrointestinal bleeding / gastro hemorrhage") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's past medical history included pelvic pain female in 2005, ovarian cystectomy, gravida ii and parity 2 (date of births: (B)(6) 2003, (B)(6) 2009). Concomitant products included levothyroxine sodium (synthroid) since 2007 for thyroidectomy. In 2009, the patient had essure inserted. On (B)(6) 2011, 1 day after insertion of essure, the patient experienced procedural pain ("extreme pain during insertion of right coil"). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain and proteinuria ("proteinuria"). In 2013, the patient experienced rash erythematous ("itchy rash/ red/itchy breast rash"). On an unknown date, the patient experienced the first episode of embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), the second episode of embedded device (seriousness criteria medically significant and intervention required), gastrointestinal haemorrhage (seriousness criterion medically significant), abdominal discomfort ("feelings of appendicitis"), fatigue ("extreme fatigue"), vomiting ("vomiting"), abdominal distension ("bloating"), weight increased ("weight gain"), menorrhagia ("heavy and uncontrollable menstrual bleeding"), allergy to metals ("allergic to nickel or any other component of essure / hypersensitivity reaction to nickel or any other component of essure") with rash, mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), lethargy ("extreme lethargy") and inflammation ("inflammation"). The patient was treated with vicodin, ketorolac tromethamine (toradol), surgery (laparoscopic tubal ligation via salpingectomy and partial-hysterectomy), surgery (laparoscopic tubal ligation via salpingectomy), surgery (laparoscopic tubal ligation via salpingectomy) and surgery (laparoscopic tubal ligation via salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, the last episode of embedded device, abdominal discomfort, fatigue, vomiting, abdominal distension, weight increased, menorrhagia, allergy to metals, mental disorder, procedural pain, rash erythematous and inflammation outcome was unknown, the gastrointestinal haemorrhage and lethargy was resolving and the proteinuria had not resolved. The reporter considered abdominal discomfort, abdominal distension, allergy to metals, device expulsion, fatigue, gastrointestinal haemorrhage, inflammation, lethargy, menorrhagia, mental disorder, procedural pain, proteinuria, rash erythematous, uterine perforation, vomiting, weight increased, the first episode of embedded device and the second episode of embedded device to be related to essure. The reporter commented: her symptoms of gi bleeding, severe and persistent pain in the lower right abdominal area and upper right quadrant, and extreme lethargy improved after her surgeries, however she have ongoing proteinuria. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Ultrasound scan vagina - on (B)(6) 2013: right essure protruding in endometrial canal upper and lower endoscopy, gallbladder us, small bowel series, capsule swallow study, colonoscopy. Current weight: 195 most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporter added. New events feelings of appendicitis, red/itchy rash and inflammation. Other events detail was updated. On (B)(6) 2018: coding correction done. Event "feelings of appendicitis" coded to abdominal discomfort. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of right side of uterus / migration into uterus"), the first episode of embedded device ("right essure appeared to be embedded into the uterus"), device expulsion ("right essure appeared to be embedded into the uterus"), the second episode of embedded device ("right essure embedded into her right fallopian tube") and gastrointestinal haemorrhage ("gastrointestinal bleeding / gastro hemorrhage") in a (B)(6) -year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's past medical history included pelvic pain female in 2005, ovarian cystectomy, gravida ii and parity 2 (date of births: (B)(6) 2003, (B)(6) 2009). Concomitant products included levothyroxine sodium (synthroid) in 2007 for thyroidectomy. In 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("extreme pain during insertion of right coil"). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain. On an unknown date, the patient experienced the first episode of embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), the second episode of embedded device (seriousness criteria medically significant and intervention required), gastrointestinal haemorrhage (seriousness criterion medically significant), fatigue ("extreme fatigue"), vomiting ("vomiting"), abdominal distension ("bloating"), proteinuria ("proteinuria"), weight increased ("weight gain"), menorrhagia ("heavy and uncontrollable menstrual bleeding"), allergy to metals ("allergic to nickel or any other component of essure / hypersensitivity reaction to nickel or any other component of essure") with rash, mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions") and lethargy ("extreme lethargy"). The patient was treated with vicodin, ketorolac tromethamine (toradol), surgery (laparoscopic tubal ligation via salpingectomy and partial-hysterectomy ), surgery (laparoscopic tubal ligation via salpingectomy).essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, the last episode of embedded device, fatigue, vomiting, abdominal distension, weight increased, menorrhagia, allergy to metals, mental disorder and procedural pain outcome was unknown, the gastrointestinal haemorrhage and lethargy was resolving and the proteinuria had not resolved. The reporter considered abdominal distension, allergy to metals, device expulsion, fatigue, gastrointestinal haemorrhage, lethargy, menorrhagia, mental disorder, procedural pain, proteinuria, uterine perforation, vomiting, weight increased, the first episode of embedded device and the second episode of embedded device to be related to essure. The reporter commented: her symptoms of gi bleeding, severe and persistent pain in the lower right abdominal area and upper right quadrant, and extreme lethargy improved after her surgeries, however she have ongoing proteinuria. Current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Ultrasound scan vagina - on (B)(6) 2013: right essure protruding in endometrial canal upper and lower endoscopy, gallbladder us, small bowel series, capsule swallow study, colonoscopy incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.